Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump was stuck in rewind mode and insulin was squirting from the tubing. Customer stated that he reused the reservoir twice and was wearing the insulin pump during priming. Customer's blood glucose reading was 200 mg/dl. The customer hung up the phone and no further troubleshooting was completed.